Event description:
User facility mandatory medwatch received that stated: "rn discovered a white precipitate in the IV line past the filter. Unk what the precipitate or substance might be. Pt was having lipids infused. The involved portion of tubing was changed and the pt received his dose of medications." Upon further query, the following info was provided that indicated an unspecified white particulate was noted in the tubing set. The tubing set was being used to deliver lipids. After an unspecified length of time in use, the nurse noted the white precipitate in tubing below the filter. It was unspecified if any of the precipitate was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no addtional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.